Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported that the pt was found with the ECG leads off. The user reattached the ECG leads and started resuscitation. The pt died. The user stated that there was no audible ECG leads off alarm, but that did not contribute to the pt death.